Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 416 mg/dl at the time of incident. Customer's current blood glucose was 411 mg/dl. The customer has treated with food for their blood glucose. Customer stated the low blood glucose occurred while they were performing a fill tubing while connected to the infusion set. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.